Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a meniscal cinch ii was being used in a knee arthroscopy procedure. During use, the first implant worked fine. The implant deployed and was seated with no issue. When sliding up to the second, it got stuck and the surgeon had to force it forward. In doing so, an internal mechanism broke; preventing the deployment of the second implant. The suture was cut and the first implant remained in the patient. The case was then completed with a device from another manufacturer.